Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device had recorded 6 ventricular high rate (vhr) events as noise and that there was concern that this could be related to oversensing by the ventricular pacing lead (4012) which has been implanted for almost 24 years. The lead is still in use. There were no patient complications reported as a result of this event.